Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, the on-duty nurse discovered that fluid was not dripping during the insertion of an IV catheter. Upon pulling back to check, the nurse found the catheter was damaged and immediately reported the issue to the head nurse. The IV catheter was promptly replaced and successfully inserted.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As no defective sample is received for further testing, and the usage of this sample is unclear, so the root cause of the blockage of the catheter cannot be determined. The plant will continue to track and trend for this issue.